Manufacturer narrative:
Approximate age of device - 8 months and 9 days. The patient remains on the device support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a gi bleeding and inr was subtherapeutic for gi procedures. Based on the log file, technical support confirmed power and flow increase. The device was operating as expected. Additional information: on (B)(6) 2018, it was reported that the baseline powers have been elevated from 5w to 6-7w for the past week. The clinicians believed that the power spikes are due to the active bleeding/hypovolemia but cannot explain the baseline elevation of power. Ramp echo is planned to rule out pump thrombus. Additional information: on (B)(6) 2018, a log file was submitted to monitor the baseline elevation of power. Technical support confirmed that the power was above baseline in the 7-8w range. Additional information on (B)(6) 2018: the patient presented fatigue, shortness of breath, reduced appetite, and anemic. The patient's hemoglobin at the time of the event was 7.0. Video capsule endoscopy was performed on (B)(6) 2018 and found active bleeding in the distal duodenum. Small bowel enteroscopy was performed on (B)(6) 2018 and found blood in the third portion of the duodenum. No further active bleeding nor potential source of bleeding was found after lavage. The patient received octreotide for gi bleed. Ramp study showed unremarkable result. The elevated power events was believed to be patient condition. The event was resolved as of (B)(6) 2018. The patient was planned to be discharged.

Manufacturer narrative:
A direction relationship between the device and the reported event could not be determined. The center reported the patient had gi bleeding and inr was subtherapeutic for gi procedures. Pump power elevations were then noted and log files were submitted for review. The submitted log files captured several transient power elevations that appeared to be associated with pi events. No atypical alarms were captured and the pump remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. The patient remains ongoing on the heartmate ii. The heartmate ii lvas instruction for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides information on anticoagulation, including recommended inr values. The hmii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.